Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment this right ventricular lead exhibited high, out of range shock impedance (126 ohms). The physician will monitor this patient closely through latitude. The device remains implanted. No adverse patient effects were reported.